Event description:
Tampon retained in vagina, foreign body in reproductive tract. Anxiety due to tampon retained in vagina and shredding of tampon, anxiety. Shredding of tampon, device breakage. Felt the top half of the tampon break off when I removed it, complication of device removal. Case narrative: consumer reported via phone that the tampon broke off when she removed it, leaving the other half remaining in her vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon retained in vagina [foreign body in reproductive tract] anxiety due to tampon retained in vagina and shredding of tampon [anxiety] shredding of tampon [device breakage] felt the top half of the tampon break off when I removed it [complication of device removal] case narrative: consumer reported via phone that the tampon broke off when she removed it, leaving the other half remaining in her vagina. No serious injury was reported.